Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some programming options. Later, the device stored an untreated episode due to the oversensing of noise. A review of the electrograms for the episode found significant rail-to-rail noise alternating with small amplitude signals. The sensing vector for the device was set to the alternate sensing vector. Technical services reviewed and discussed some testing and programming options. The doctor explanted and replaced both the pulse generator and the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. Technical services advised some programming options. Later, the device stored an untreated episode due to the oversensing of noise. A review of the electrograms for the episode found significant rail-to-rail noise alternating with small amplitude signals. The sensing vector for the device was set to the alternate sensing vector. Technical services reviewed and discussed some testing and programming options. The doctor explanted and replaced both the pulse generator and the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.